Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16264. It was reported the pt had experienced soreness at her ipg site for approx one year. She stated she fell a month ago and the discomfort has worsened. The pt plans to consult with her physician regarding the issue. The pt also reported she had experienced pocket heating while charging. A replacement charging system resolved the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
The ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.